Event description:
The customer reported to baxter (B)(4) of one interlink catheter extension set in which there was "an extra piece of plastic tubing that must have got caught in this package when it was being sealed...the packaging itself is sealed however the tubing is spliced within the packaging." The process step is unknown. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was received for evaluation. The sample arrived unused. Visual inspection revealed that there was an open seal condition on the blister due to a puncture in the blister seal and a piece of tubing. The reported condition was confirmed. However, the root cause was not identified. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.